Manufacturer narrative:
The provided information has been entered into our quality system as a complaint. As of today, the patients declaration of consent is not available. Therefore, the device itself was not returned and could not be investigated. No conclusion could be drawn regarding the root cause of the clinical observation. The quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Should the patients declaration of consent and the device become available, this report will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
It was reported that the device was prophylactically explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approximately 45 months. No adverse patient events were reported. Should additional information be received, this file will be updated.